Event description:
It was reported that the holster had a continuous problem with error codes and the green cable was not stable when inserted into the control module. Unit was returned for service and repair. There was no patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the holster required calibration to correct the error codes. The site could not duplicate the stability issue noted with the green cable. The device was functionally tested and found to operate properly. No conclusion could be reached as to what could have caused this incident.